Manufacturer narrative:
We have not been able to verify the manufacturer at this time. Gtin -- we have not been able to verify this at this time.

Event description:
On (B)(6) 2015, a 27mm masters series valsalva aortic valved graft was implanted. In (B)(6) 2015, the patient was diagnosed with bacteremia/meningitis due to (B)(6) and received treatment for (B)(6) related endocarditis with vancomycin for more than six weeks. In (B)(6) 2015, blood cultures were again (B)(6) and peri-aortic fluid collection was detected by radiological exam. On (B)(6) 2015, the patient underwent debridement, the previous aortic root graft was removed and a replacement 27mm masters series valsalva aortic valved graft was implanted. Cultures of the removed graft were (B)(6) and a few colonies of fusarium species. The patient was treated for both organisms and has responded to therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Per report, on (B)(6) 2015, aortic insufficiency was present on tte. On (B)(6) 2015, a clot and other debris were removed. On (B)(6) 2015, a permanent pacemaker was implanted after the patient developed complete heart block post-operatively. On (B)(6) 2015, the patient was discharged to home.